Manufacturer narrative:
Analysis of the AED's log files identified that once the new battery was installed the AED powered on. Analysis of the AED's log files did not identify a cause for the depleted battery pack.

Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on and prompted a service code. The customer did not report this occurring during patient use.